Manufacturer narrative:
(B)(4).the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported boston scientific corporation that a percuflex ureteral stent was used during a stent placement procedure performed on (B)(6) 2022. After the procedure, it was noted that the previously stented patient experienced a candida infection.

Event description:
It was reported boston scientific corporation that a percuflex ureteral stent was used during a stent placement procedure performed on (B)(6), 2022. After the procedure, it was noted that the previously stented patient experienced a candida infection.

Manufacturer narrative:
Block h6: patient code e1906 captures the reportable event of candida infection. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h10: there are two healthcare facilities provided, and it is unknown which device belongs to each facility. (B)(6) hospital, (B)(6) hospital. Block h10: the returned percuflex ureteral stent was analyzed, and a visual evaluation noted that the renal coil a was little relaxed. Additionally, the suture and positioner were not returned. Moreover, it was noted the stent have some residues. During magnification, residues of the calcified was observed as part of the procedure and also, it was noted that the holes of the coils were occluded. No other problem with the device were noted. The reported event was not confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It was found during the product analysis that the stent renal coil was relaxed and both coils were occluded and obstructed. The infection reported and the issue of coils occluded or obstructed found in the complaint are a known adverse event associated with the use of the device. For the issue of renal coil relaxed, I is most likely that it occurred due to use of the device, the placement of the device, operational factors or manipulation at time to insert and removed the stent. These factors could have contributed to the found issue for that reason it will be assigned to the as analyzed cause code of adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. Therefore, the most probable cause code will be known inherent risk of device since the reported adverse event known and documented in the labeling.

Manufacturer narrative:
Block h6: patient code e1906 captures the reportable event of candida infection. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h10: there are two healthcare facilities provided, and it is unknown which device belongs to each facility. (B)(6).

Event description:
It was reported boston scientific corporation that a percuflex ureteral stent was used during a stent placement procedure performed on (B)(6) 2022. After the procedure, it was noted that the previously stented patient experienced a candida infection.